Event description:
Ous MDR: after an implantation time of about 61 months, it was reported that the pt had to be revived because of a suddenly occurring exit block during the examination in the cardio-circulatory lab. The pacemaker was explanted and the leads checked and left in place.